Event description:
Received information stating patient was hospitalized due to high bg (949 mg/dl) and dka. Patient's mother indicated doctors believe the dka was due to a combination of interrupted insulin delivery and stomach flu.

Manufacturer narrative:
During troubleshooting doctor indicated that luer looked as if it was screwed on improperly at a 10 degree angle with insulin dripping from the luer-lock. Also noted air bubbles coming through the infusion line.